Manufacturer narrative:
(B)(4)

Event description:
The manufacture representative reported that there was an infection at the implant site which was discovered during the stage 2 procedure. The healthcare provider (hcp) subsequently removed the lead and all other connection sites, flushed the infected site with antibiotic solution, and sent the patient home with antibiotics. The issue had resolved at the time of the report.